Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)/ painful menstrual cycle"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("vaginal bleeding"), food allergy ("autoimmune disorder (food allergy)") and bone disorder ("bone issues"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia had resolved and the vaginal haemorrhage, food allergy and bone disorder outcome was unknown. The reporter considered abdominal pain, bone disorder, dysmenorrhoea, food allergy, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: right and left side -1 trailing coil as per pfs, discrepancy noted, date of removal: (B)(6) 2020. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)/ painful menstrual cycle"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("vaginal bleeding"), food allergy ("autoimmune disorder (food allergy)") and bone disorder ("bone issues"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and heavy menstrual bleeding had resolved and the vaginal haemorrhage, food allergy and bone disorder outcome was unknown. The reporter considered abdominal pain, bone disorder, dysmenorrhoea, food allergy, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: right and left side -1 trailing coil. As per pfs, discrepancy noted, date of removal: (B)(6) 2020. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: report was ticked final, no new information is expected. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)/ painful menstrual cycle"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("vaginal bleeding"), food allergy ("autoimmune disorder (food allergy)") and bone disorder ("bone issues"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia had resolved and the vaginal haemorrhage, food allergy and bone disorder outcome was unknown. The reporter considered abdominal pain, bone disorder, dysmenorrhoea, food allergy, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: right and left side -1 trailing coil as per pfs, discrepancy noted, date of removal: (B)(6) 2020 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jan-2021: pfs received. Reporter information, events "vaginal bleeding, autoimmune disorder (food allergy) and bone issues" were added. Rcc was updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia had resolved. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet was received. Event-injury was deleted device category changed from device other event to incident. Events added from pfs- pain pelvic, abdominal pain, dysmenorrhea (cramping), menorrhagia. Reporter information, date of birth, events outcome were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.